Event description:
Customer reportedly received result of 440 mg/dl on the aviva system and result of 97 mg/dl on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact plus system (lot number 20731043, expiration date 02/28/2013). Reference medwatch report with (B)(6) for the suspect device used in the aviva system. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in the compact plus system (lot number 20731043, expiration date (B)(6) 2013). Reference medwatch report with patient identifier (B)(4) for the suspect device used in the aviva system.